Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during advancement over the guidewire the protege everflex delivery system got stuck on the wire. The physician tried to advance but the outer sheath separated from the inner. The physician had to remove everything and access was lost. The physician then regained access and inserted a new wire, the protege everflex would not advance over this guidewire either. The physician completed the procedure with another unknown stent. No patient injury is reported